Event description:
It was reported by repair work order that the side rail could not latch due to loose latch handle. It was also reported that the head end brakes could not hold due to mis-adjusted brake adjuster. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.